Event description:
It was reported that customer experienced cgm error and received cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed that cgm error did not recur after reset, and successfully started new sensor session, with no additional follow-up information provided regarding outcome.